Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 1 of 5 of their pd treatment. The leak reportedly came from the heater bag, and fluid was visually confirmed during treatment. The cause of the leak is unknown. The patient was advised to set up with new supplies. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment on the cycler without issue. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The supplies used by the patient were discarded and are not available for return for physical evaluation by the manufacturer. The cycler was not returned to the manufacturer for physical evaluation.